Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The endoscope controller was analyzed and found the reported problem of "1153 error at power up" was not replicated. On system logs, error 1153 was found to indicate the failure occurred in the field. Visual inspection, no damage was observed on the exterior and interior of the unit. Failure analysis observed no physical damage to the endoscope receptacle. The unit was installed on the golden system where it functioned as expected. All nodes were present, and the image was clear on the vision side cart (vsc) and surgeon side cart (scc). The leds on the endoscopic controller power distribution (ecpd) and dual camera interface board (dcib) are present. The system was set to run 10 power cycles. After testing, the error logs were investigated, but no error was found related to the reported event.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer reported to technical service engineer (tse) that error 1153 at power up was observed. The customer power cycled the system to resolve the error. Tse confirmed the endoscope controller (ec) was the cause of the error. The customer called back and stated that the error persisted when plugging in the endoscope and a backup endoscope. The procedure was converted to laparoscopic surgery with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the endoscope controller (ec) to correct the reported problem. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation which indicates that the device may have contributed to the customer reported issue.